Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited unspecified helix rotation issue and failure to be implanted. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one-piece. Visual examination found the helix extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region.